Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested for the patient due to a driveline power fault alarm. The patient reported alarms beginning after switching from battery power to the mobile power unit (mpu), on 01apr2026 at approximately 11pm. A self-test did not resolve the alarm. The patient was asymptomatic and hemodynamically stable at the time. The log files confirmed driveline power faults on 01apr2026 which led to a pump stop that occurred for 4 seconds. Motor function was not affected by this event. System controller and modular cable were exchanged and alarms resolved. Additional log files sent for review on 2apr2026 showed no unusual events recorded. It was suspected that when the patient connected to the mpu, it blew a fuse which caused the driveline power fault to begin with. The mpu was removed from service and would return for evaluation.